Event description:
The account stated that two patient samples generated higher than expected results for the architect lithium assay. A sample from the second patient generated an initial result of around 3.00 mmol/l that was retested with a result of 1.1 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A final report will be submitted when the investigation is complete.